Event description:
The customer reported that the wheel of mechasy quick release mount kit ((B)(4)) has abraded and caused the mp60 to fall down from the tower crane. No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the wheel of mechasy quick release mount kit ((B)(4)) has abraded and caused the mp60 to fall down from the tower crane. No patient harm was reported.